Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device failed self-test for pacer function and powered off. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "the device shut off during the pacing test," was observed during review of the device data logs. However, the device was put through extensive functional testing including impedance calibration, defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. The customer's report of "self test failed message, pacer," the report could not be duplicated or confirmed during testing. There was no fault found with the device. The monitor board was replaced as a precaution. The device was recertified and returned to the customer.